Event description:
Additional information received from the consumer reported that they had notified their health care professional (hcp) about the lack of symptom relief. They recommended to meet with a manufacturer representative (rep). The patient was not sure what circumstances led to the event. They were trying to contact a rep. The patient tried a few months ago to adjust the settings but it did not help.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient was having difficulties with their therapy not giving them relief. The patient spoke with a manufacturer representative about not getting relief from therapy 2 weeks ago. The manufacturer representative wouldn¿t return the patient¿s call. The hcp's office called the manufacturer representative and didn¿t get a response. The patient¿s device was not working. The patient experienced symptoms when the device was off. The patient¿s urgency symptoms had returned. The patient increased the voltage all the way up and felt tingling in their toes. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.